Event description:
Performed an internal chart review because pt's death was not expected and the sudden deterioration in this pt's condition revealed an error that an incorrect dosing of electrolytes resulting in electrolyte abnormalities severe enough to cause death. Internal investigation revealed data was incorrectly entered into the compounding machine. The rate field consists of the value, numerator and denominator. The error was made in the denominator field, where the drop down selection was changed from the default of /hour to /kg/day.